Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement greater than 200 ohms. The pace impedance measurement was stable and there was no noise present. The patient had a similar measurement in the past and the physician suspected electromagnetic interference (emi) as the patient works with biomedical equipment. The last shock impedance trend is stable and there has only been one out of range measurement. Boston scientific technical services (ts) review data disk and confirmed the shock impedance measurements. Ts provided troubleshooting recommendations. It was reported that in office testing and pocket manipulation was performed and impedances remained stable and within normal limits. The physician planned to continue to monitor this patient through the remote home monitoring system. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.